Event description:
It was reported that at the patient¿s 6 week follow-up visit it was observed that the extravascular (ev) lead experienced noise episodes. There had been 5 noise episodes in 1 hour. Reprogramming was done and the company¿s technical services were consulted. Technical services observed that noise is present over a relatively long period and they observed the r-waves were relatively small which will make the system more sensitive for oversensing. There were also 19 non-sustained ventricular tachycardia episodes since the last remote transmission. The ev-lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dvea3e4 ev-ICD, implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing associated with the extravascular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.